Manufacturer narrative:
The fogarty catheter involved in this event was not available for evaluation since it was discarded. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the tip was separated. The piece was successfully removed from the patient body through c arm guided procedure. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.